Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the egm revealed noise. X-ray did not show externalized conductors. The lead was capped and replaced. There were no adverse consequences to the patient.